Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection noted all setscrew seal plugs remained intact and confirmed that the rv setscrew was missing from the rv header port. The rv setscrew was noted to be attached to the end of the insertion tool and appeared to have been attached to the tool with some force, which may have contributed to it becoming separated from the header of the device. There was no visual damage noted to the rv lead port. Analysis concluded that the setscrew became detached from the header of this device likely due to force exerted during use of the insertion tool.

Event description:
It was reported during a routine implant that when inserting the screw into the head of the device , the screw came out of the seal plug, and was not able to be re-inserted. The physician implanted a new device. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.

Event description:
It was reported during a routine implant that when inserting the screw into the head of the device , the screw came out of the seal plug, and was not able to be re-inserted. The physician implanted a new device. No adverse patient effects were reported.